Manufacturer narrative:
Evaluation summary: a review of the device history record has been performed by quality assurance. The manufacturing records indicates that one characteristic was initially found out of specification. Two ncr reports were issued and additional testing was performed resulting in acceptance of that lot and release. For the other manufacturing and inspection steps, the review of the DHR confirmed that this lot of products was reviewed and released according to qa specifications. Especially the records related to the sterilization were found within specifications. No product was provided for evaluation. The provided picture consists in a picture of the scar. No picture of the permacol surgical implants was provided. Without the sample a detailed investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the size of the implant was not available in warehouse that is why 2 meshes have been implanted.the implants were removed to complete the case. The current patient status: good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the surgeon performed a total removal of the implants and a large amount of pus and fluid was observed in the abdominal cavity. The surgeon will perform several sections with a vac system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient was implanted with mesh and it was fixed with suture. Approximately 2 months and 2 weeks post -operatively patient incurred an infection. Abdominal necrotizing fasciitis was noted in this event. The patient is alive with temporary injury.